Manufacturer narrative:
(B)(4). Approximate age of device ¿ the day of implant. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pre-implant, the patient was diagnosed with a huge false aneurysm of the left ventricle following st elevation myocardial infarction. The false aneurysm was approximately 15cm in size with a left ventricular ejection fraction of approximately 5%. A large left ventricular (lv) thrombus was observed, and the patient had moderate aortic regurgitation. The patient¿s septal function was poor, and therefore was not a candidate for ventricular remodeling. The right ventricle (rv) looked satisfactory. The patient¿s central venous pressure was 12mmhg. The surgeon replaced the aortic valve, undertook an extensive aneurysmectomy and plicated the ventricle, incorporating the sewing ring into the neo-apex. The lvad operated at 5600rpm generating 4.8 lpm flow. Suddenly, there was no longer flow going through the pump. The pump power did not significantly increase. All blood pressure was lost and the patient was placed back on bypass. The pump was removed from the apex, and then was flushed with irrigation. The pump was immersed in saline and an unspecified pump test was performed. There was minimal forward flow, and the flow did not register on the system controller. Reportedly, it was assumed that the lv clot had embolized, and was ingested into the pump. The pump was replaced, and the new pump operated with good pump flows; however, the patient had experienced right heart failure as a result of the event. On the assumption of further embolization, the surgeon took down the arteriotomy and confirmed that there was a clot obstructing the right coronary artery. The clot was removed and cardioplegia was delivered to confirm patency. A right ventricular assist device was required to separate the patient from bypass. No additional information was provided.

Manufacturer narrative:
The evaluation of heartmate 3 lvas confirmed the presence of a pledget in the blood flow path. Examination of the pump rotor revealed a white, soft, fibrous material occluding the eye of the rotor, which appeared to partially extend into the rotor¿s vanes. Upon removal, the material appeared consistent with a pledget. Examination of the pledget revealed two holes with no evidence of suture material or tears. Although the origin of this pledget could not be conclusively determined through this evaluation, it appeared to have occluded the flow of blood and could have contributed to the reported period of low flow. Visual inspection of the remaining blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to the reported events. The device was cleaned and inspected. The log files retrieved from the returned pump confirmed the reported period of low flow through the pump. The pump rotor and rotor well showed no evidence of dents or scratches. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The heartmate 3 lvas instructions for use (IFU)lists thromboembolism and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism and lvad flow obstruction as potential risks and adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.